Manufacturer narrative:
The reported event of noise could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
The device was explanted and replaced due to physician concern of a possible malfunction. The patient was stable with no adverse consequences. Additional information was requested but not received. Related manufacturer reference number: 2938836-2018-03667.